Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and/or allergic reaction." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-03464 - 03466).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation could not confirm the complaint.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to periprosthetic joint infection. During the procedure, the modular head would not disengage from the femoral stem and the stem loosened from the femoral canal. The femoral stem, modular head and liner were removed and replaced.